Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by cloudy pd effluent. The pt was not hospitalized for the event. The cause of the peritonitis was unknown. On the same day as onset, the pt began treatment with cefazolin, 1 gram daily, intraperitoneally (ip) for 3 weeks for peritonitis. On an unreported date in the following month, cefazolin treatment was stopped and on an unreported date (same month) cefazolin treatment was restarted, ip, for another three weeks (dates unspecified). On an unreported date approximately 6 weeks after onset, the peritonitis was resolved and the pt was recovered. At the time of this report, dianeal therapies were ongoing. Additional information was requested but is not available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd894865 and gd895078 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted. (B)(4).